Manufacturer narrative:
(B)(4). As per subsidiary, the disk on chip (doc) was replaced. However, it did not resolve the problem. After replacement, the ccm displayed in red that ¿system computer needs service¿. The customer tried to reseat all cables and boards again but the same message displayed. After several attempts of cleaning the pins of the local area network / interface board (lan/if) and other recommendations from senior technical support specialist, the customer experienced the same situation. A replacement doc will be ordered and a technical support specialist will test it prior to shipping to ensure that it is in full working order. This complaint is related to (B)(4) / medwatch #1828100-2017-00273.

Event description:
It was reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) froze on the bios screen and an error message was displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the new disk on chip (doc) did not resolve the issue. The central control monitor (ccm) is still not working.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor to system 1 simulator and powered on. The device under test (dut) did not boot. The error message "paused (cannot fix)" was displayed, which duplicated the reported complaint condition. The issue was corrected using one of the two additional "disk-on-chip" (doc) devices that were returned along with the device. The device was returned to the customer unrepaired per the customer's request and was tagged as not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.